Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. (B)(4).

Event description:
It was reported during the follow-up on (B)(6) 2019, low impedance value was confirmed. X-ray revealed lead dislodgement. Lead reposition was performed, however during the procedure, the lead was explanted and replaced because the helix could not be retracted. The procedure was completed without any adverse consequences to the patient. The physician commented the line between pin and helix was cut.